Event description:
Reportedly, the subject ICD shocked on (B)(6) 2014 and also to another earlier date. Following interrogation, ti was displayed that no therapy was delivered since the implantation and no egm episode was available. According to the physician, the device has not been interrogated by one of his colleagues between the shock and the interrogation. Following the numerous shocks received by the patient and the lack of information given by the ICD, the physician decided to explant the device. It will be returned for analysis.

Manufacturer narrative:
Please refer to the attached report. (B)(4).

Event description:
Reportedly, the subject ICD shocked on (B)(6) 2014 and also to another earlier date. Following interrogation, it was displayed that no therapy was delivered since the implantation and no egm episode was available. According to the physician, the device has not been interrogated by one of his colleagues between the shock and the interrogation. Following the numerous shocks received by the patient and the lack of information given by the ICD, the physician decided to explant the device. It will be returned for analysis.